Event description:
Halyard health received a report form (B)(6) stating that while in the operating room the nurse could not remove the green cap connector on the device. The nurse noted that using force to pull and extract the green cap connector from the device is risky to the patient. The clinical staff removed the green cap connector in order to connect a closed suction system or other medical items to the device. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record has been completed. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).